Event description:
Pt was treated in the hosp for a finer laceration in 1999. She rec'd five sutures. The sutures were removed in 1999, and it was noted that the incision was swollen, red and had pus coming out of it. She was told it was an infection and was given oral antibiotic, novocloxin. 3 days later, her dr told her that she had an allergic reaction to the suture. The dr confirmed there was an infection; however, there was also an extreme reaction to the suture material. It appeared as tiny blister under the skin, contact dermatitis and was itchy and red.